Event description:
It was reported that pump displayed cartridge change error and customer was unable to complete cartridge load process despite prior cleaning and inspection. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge and pump components, and initially remained unable to load cartridge, then filled and loaded new cartridge with guidance from technical support and successfully completed load process and resumed insulin delivery.